Event description:
The customer received a blood glucose result of 176 mg/dl. Customer took a low dose of insulin. Customer passed out in church. An ambulance was called and paramedics received a blood glucose result of 26 mg/dl. The customer was life lined to the hosp where a cat scan was performed. No controls were in use a request was made for the return of the suspect device.